Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had a left knee revision on (B)(6) 2023 due to instability from the neutral liner. The patient kept dislocating posteriorly. The patient had a 46 cup in with a g2 alteon neutral liner. The liner was exchanged for a 10 degree face changing +5 lateralizing liner. The patient has been revised in the past. The patient has a competitor's stem and head with exactech liner and cup. The liner was swapped, along with the competitor's head and proximal stem body. There was no report of a device breakage or surgical delay/prolongation. Once the liner was swapped the patient was not dislocating after going through a range of motion test. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
The cause of the patient¿s condition and subsequent revision cannot be conclusively determined; however, it may be related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.